Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4) biosense webster manufacturer's reference number (B)(4) has two reports: 1) manufacturer report number 2029046-2024-01318 for the thermocool smarttouch 2) manufacturer report number 2029046-2024-01319 for the vizigo sheath (this current report).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo sheath and the patient experienced a complete heat block that required pacemaker implantation. It was reported that the patient went into a complete heart block before gaining transeptal access. No ablation had been performed. There was very slow/no a-to-v conduction for the signals displayed on the carto 3 system. The patient's blood pressure decreased. The medical intervention provided was that the ablator was put into the ventricle and the medical team paced the v from the ventricle and a temporary pacemaker was put into the patient. The patient was reported to be in stable condition. The procedure was aborted. It was unknown how the injury occurred. The ablation catheter and the vizigo sheath were inside of the patient when the injury occurred. Physician's opinion on the cause of the adverse event is patient condition. Other relevant history includes: patient had a coronary artery bypass graft (CABG) about 10 years ago. Before the case the patient had very slow conduction and this was then proved when the medical team got a long h-v as soon as catheters were placed in the body. Patient required extended hospital stay, and the doctor placed a permanent pacemaker in the patient.